Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set occlusion issue event on 25-feb-2026. The infusion set occlusion alarm recurred and insulin on board was affected. The blockage was located in the tubing. No further information available.